Event description:
Per the clinic, the patient experienced infection at implant site since (B)(6) 2025 (specific date not reported). Subsequently, the affected area was cleaned multiple times (specific date not reported), however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for almost two weeks and was treated IV antibiotics (specific date and duration not reported). The affected area was also cleaned again, however, the issue did not resolve.